Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be confirmed. The motor would not turn when received. Therefore, pre-repair temperature testing could not be performed. Repair comments indicate the bearings were corroded and the motor had shorted. The motor, bearing, and seal were replaced. The device was tested and passed to manufacturing specifications.

Event description:
It was reported that during setup for a sinus procedure, the handpiece overheated in less than one minute. A hand tool was used to complete the case.